Manufacturer narrative:
Age at time of event : 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% in-stent restenosed target lesion was located in the moderately tortuous and mildly calcified right common iliac artery. After a guide wire crossed the lesion, a 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed using a 7mmx60mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.